Event description:
Implanted a three piece silicone lens but the haptic tore as it was being inserted. The lens was removed with no pt injury or event. The facility stated that it was unk as to why the haptic tore. The model and lot numbers of the injector and cartridge used were not provided by the facility.